Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device repeatedly shuts down unexpectedly during use. When it turns off, it does not power back on immediately; however, it eventually turns on after pressing the power button several times. Once powered on, it functions normally. This issue occurs repeatedly. No alarm or error message was provided. There was no patient impact or consequence reported.